Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol two perfix plugs on (B)(6) 2010 and (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injuries on (B)(6) 2020 and (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol two perfix plugs on (B)(6) 2010 and (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injuries on (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug(device #1). Per op notes, ¿a large perfix plug (device #1) was placed into the hernia defect and onlay mesh was sutured to the pubic tubercle, inguinal ligament and tacked.¿ (B)(6) 2011 ¿ patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per op notes, ¿a large perfix plug (device #2) was placed into the small hernia defect and onlay mesh into inguinal canal and tacked to pubic tubercle¿ (B)(6) 2020 ¿ patient had inguinal pain thereby underwent open repair with the removal of perfix plug (device #2) and left triple neurectomy. Per op notes, ¿the ilioinguinal and iliohypogastric nerves were identified and two neurectomies were performed. The mesh patch (device #2) was removed which was rolled up at the medial aspect. There was also a large mesh plug in the internal ring was removed. Next, the genital femoral nerve was resected.¿ (B)(6) 2020 ¿ patient was diagnosed with right chronic inguinodynia thereby underwent open repair with the removal of perfix plug (device #1), double neurectomy. Per op notes, ¿previously placed mesh patch off the conjoint tendon, pubic tubercle, and shelving edge of the inguinal ligament. The plug (device #1) from retroperitoneum was excised. Gfn and ilioinguinal nerve were transected. A large defect in inguinal floor was repaired using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2010) is considered to be a best estimate. This supplemental emdr represents the bard/davol perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.